Manufacturer narrative:
The customer reported that their central nurse's station (cns) was displaying communication loss for all monitored transmitters. The customer also reported that multiple cns's were experiencing the same communication loss. This only lasted for about 2 minutes. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitter was used in conjunction with the cns, but did not experience a failure: transmitter: model: gz-120pa, s/n: (B)(4), approximate age of the device: 24 months, device manufacturer date: 07/24/2017, unique identifier (UDI) #: (B)(4). Multiple other transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for all monitored transmitters. They also reported that multiple cnss were experiencing the same communication loss. No patient harm or injury was reported. Investigation summary: a follow up with the customer by nihon kohden technical support (nk ts) found the issue had been resolved. The root cause is determined to be the facility's network environment. The most likely cause was that the universal gateway (ug) needed to be reset due to a ungraceful exit. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored transmitters.